Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed.

Event description:
Information received indicates the left head siderail center arm assembly was damaged due to a bariatric patient leaning on the siderail. The siderail will not latch in the raised position. No injuries.